Event description:
Baxter (B)(4) received a report that an infusor had detached tubing before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of delivery tubing broken off at the junction of the set cap. A small portion of the broken tubing remained within the set cap. The root cause was determined to be the pressure point between the tubing and the set cap. When the unit was filled, the pressure point was released and caused the tubing to rip. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.